Event description:
Customer reported that a one-time order on a medstation es device was able to be removed twice. The medication administered twice was potassium (no dosage provided). The customer confirmed that no harm occurred.

Manufacturer narrative:
Customer reported that a one-time order on a medstation es device was able to be removed twice. The medication administered twice was potassium (no dosage provided). The customer confirmed that no harm occurred. This incident is documented in complaint number (B)(4). Upon investigation it was determined that the user removed the one-time order at 10:10am. Then an update was sent for same order at 10:13 am. At that point a different user signed into the station and the order was available for removal again. The issue occurred due to a software bug that allows a one-time order to be removed again, due to a database flag inadvertently being reset if an update to a patient order is made. R&d is aware of the coding issue, documented in tfs 686751, and it will be resolved in a future release.